Event description:
Surgeon was implanting a 3.5 mm lcp medial distal tibia plate and a screw went through the hole in the plate. Patient was revised due to plate breakage; non union was noted.

Manufacturer narrative:
No investigation could be completed, no conclusion drawn, as no device was returned.